Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). The event is deemed serious as report stated that patient required hospitalization to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the patient. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product 2 way standard sil foley catheter size 18x30. Customer complaining: "(B)(6) director of nursing reported product complaint on (B)(4) balloon not deflating customer was hospitalized so could be removed".